Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed that the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump passed seat, rewind, occlusion and displacement tests. No unexpected insulin flow blocked alarms noted. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Event description:
It was reported via phone, the customer's blood glucose was running high over 20 mmol/l. The device had alarmed no delivery. Customer had changed the set twice and three times friday night. No leaks or air bubbles were noted. High pressure test was performed and the device passed. Customer requested the device to be replaced as she believed the issue is with the insulin pump since she never had issues with it previously. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.